Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurosti mulator (ins) for unknown indications for use. It was reported that an incompatible device found message was seen, and there were issues with interrogation. There was currently no information about the application version or other details. The tablet was with the customer. The rep was to be at the hospital on 04-jun-2025 and was to contact the manufacturer's technical services then. No patient impact was reported. Additional information was received from the rep. It was reported that the cause of the issue was not about the software. The doctor thought the ins was broken. The ins was changed to a different model while in an operation. The incompatible device message was resolved. It was noted that this information was confirmed/provided by the physician. Additional information was received from the rep. It was clarified that the issue did not occur during the implant surgery. There was no extra surgery necessary, but the doctor would like to change from the implanted model ins to the newer model ins.

Manufacturer narrative:
G2. Foreign: at medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that the ins was implanted 2 years ago.

Manufacturer narrative:
D.6a: only year is known. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the rep reported that the ins replacement was done on (B)(6) 2025.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.